Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being unable to exit the "preparing to prime" loop. Customer's blood glucose was 586 mg/dl which was treated with manual injection. Troubleshooting was performed and customer was able to hear second series of beeps after holding down the act button. Customer was advised to monitor insulin pump. Customer reported of been hospitalized on (B)(6) 2015 with blood glucose of 386 mg/dl. Customer had symptom of vomiting. Customer was treated with insulin drip and saline for dehydration and released. Customer continued to have symptoms of vomiting once released from the hospital. Customer declined troubleshooting for high blood glucose.